Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a cp pump placed to support the acute myocardial infarction patient. The pump supported until wean/explant after 45 hours of support. A right common femoral artery cut down with vascular report was performed. Additionally, when explanted there was biomaterial observed. The physician observed the material came with the pump.

Manufacturer narrative:
Vascular damage code has been removed. The cutdown and vascular repair was just how the physician chose to close the impella access site. H6 health effect - clinical code 1888 was was erroneously entered on the initial manufacturer device report number 1220648-2025-28852-1.

Manufacturer narrative:
The investigation of thrombus has been completed. The pump was returned and evaluated. There was blood seen around the impeller that came off after soaking in water. There was also dried blood inside the cannula. No thrombus was observed on the returned pump and no other abnormalities were found. Data logs are not applicable. The investigation of vascular damage - peripheral vessel has not been completed. Should additional information or investigation results become available a supplemental report will be submitted. Instructions for use: impella cp with smart assist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: section: pre-support evaluation section: impella cp with smart assist catheter insertion section: axillary insertion of the impella cp with smart assist catheter section: use of impella with transcatheter aortic valves ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." B1 adverse event was inadvertently omitted on the initial manufacturer device report number 1220648-2025-28852. B1 product problem was erroneously selected on the initial manufacturer device report number 1220648-2025-28852. B2 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-28852. H1 type of report was erroneously selected on the initial manufacturer device report number 1220648-2025-28852. H3 was erroneously selected on the initial manufacturer device report number 1220648-2025-28852. The device was received at time of report h6 health effect - clinical code 4582, health effect - impact code 2199, and medical device problem code 1528 were erroneously entered on the initial manufacturer device report number 1220648-2025-28852. H10 erroneously stated the device will not be received for investigation on the initial manufacturer device report number 1220648-2025-28852 h10 instructions for use were inadvertently omitted on the initial manufacturer device report number 1220648-2025-28852.